Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced scant bleeding on peri-pad, erosion, enterocele/rectocele (prolapse), vaginal pain, post-operative right eye swollen/reddened/feeling scratched, and required non-surgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced eroded vaginal mesh, pain, dyspareunia, recurrent urinary incontinence, painful bowel movements, chronic constipation, depression, anxiety, unspecified emotional problems (emotional changes), urine leakage with cough and sneeze, pink-tinged discharge (vaginal discharge), ¿funny feeling in rectum,¿ bulge in vagina (prolapse) and exposed mesh. She experienced post-operative right eye pain, irritation, light sensitivity, swelling and erythema, right eye corneal abrasion (abrasions), blood in urine (hematuria), leukocytes, white blood cells, mucus and bacteria in urine (bacterial infection).